Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported during an acl reconstruction surgery at sports injuries center today being done by dr (B)(6), a rigidloop adjustable (cat no.232447) with lot no. L882917 and expiry 2021-04-30) was used. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. The graft pulled down through the tibial tunnel. The surgeon used another rigidloop adjustable which was available in the set of implants available instead and only 10min was wasted in the procedure. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The implant could be retrieved with ease by putting a small nick on the skin on the femur.

Event description:
It was reported during an acl reconstruction surgery at (B)(6) center today being done by dr (B)(6), a rigidloop adjustable (cat no.232447) with lot no. L882917 and expiry 2021-04-30) was used. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. The graft pulled down through the tibial tunnel. The surgeon used another rigidloop adjustable which was available in the set of implants available instead and only 10min was wasted in the procedure. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The implant could be retrieved with ease by putting a small nick on the skin on the femur. Additional event information received on 10/17/2018. Response received . All answers are mentioned in the complaint already. Refer attachment. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. A non-conformance search was performed for this part and lot number combination and no nonconformances were found. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).